Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of discomfort/pain at the implantable cardioverter defibrillator (ICD) incision site one day post implant. There was also a left chest skin tear below the site caused by removal of the transparent dressing. One week post implant the wound check noted incision redness. It was clean, dry, and intact with no swelling or drainage. Several weeks later delayed wound healing was observed. The patient noted continued pain at the incision, which was above the patient¿s usual chronic pain level. Medications were prescribed. The patient is enrolled in the (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.